Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on 24-apr-2024 indicated that the microcatheter did not kink or bent. There were no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00419 and 3008114965-2024-00420.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8219126) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31138931) and could not pass through the microcatheter (mc). The physician removed the microcatheter and the stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8219126) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31138931) and could not pass through the microcatheter (mc). The physician removed the microcatheter and the stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 24-apr-2024 indicated that the microcatheter did not kink or bent. There were no procedural delays due to the event. A non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was observed that the delivery wire remained inside the involved microcatheter. The introducer component was not returned for evaluation. The received microcatheter was flushed to try to remove the involved enterprise; however, a strong resistance was felt. Then, the microcatheter was dissected near the compressed section, and the stent was found trapped inside. The delivery system was not able to be removed. The issue reported in the complaint that the enterprise device became impeded in the microcatheter was confirmed based on the condition of the returned device. The compressed condition found in the involved microcatheter prevent the ability to advance/retract the delivery system. However, with the information available and the evidence obtained from the returned devices, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Other circumstances or issues may occur while using the device that could not be replicated during the analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8219126. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.